Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: e2. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the switch could not be turned on due to a faulty power switch. The cause of the defective power switch was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit had a faulty power switch. Consequently, the unit could not be powered on using the switch, but only using the internal rail. Cosmetic damage was noted on the front panel in the form of discoloration, and a non-olympus lamp was found installed in the unit with 100+ hours on the meter. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power switch on his olympus evis exera iii xenon light source was found broken. Additional details relating to the patient and the event have been requested but were all unknown. There was no patient harm or consequence reported as a result of this event.